Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a blue screen; it was rebooted and turned off/back on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A field service engineer (fse) encountered a windows error. The device was powered off, and all in one unit and hard drive were reseated with no change in results. The hard drive was reimaged, and the fse worked with it to reconnect the system to the network. Rss was verified, server synchronization was completed, and eset was queued. The pharmacy technician then completed the medication inventory in the drawer. The system functioned as intended after the field service engineer repaired the device.